Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures tvh, cystocele and rectocele repair due to uterine prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, organ perforation, and recurrence. It was also reported that patient underwent laparoscopic paravaginal repair on 06/11/2008 due to recurring cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2008, (B)(6) 2004 & (B)(6) 2008, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.